Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00545. It was reported that the patient's ((B)(6)) lead fractured due to a break in the lead anchor. Surgical intervention was undertaken to explant the anchor and replace the patient's lead.

Manufacturer narrative:
Evaluation results - the complaint for patient "lead broken/fractured" was confirmed. Visual inspection of the lead showed a kink with all wires broken at approximately 22.5cm from the stimulation end. The kink/fractured wires were consistent with the damaged distal end of the swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.